Event description:
A nurse (B)(4) reported a leak cuff on the tracheostomy tube. The pt was recannulated.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.